Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the patient moved and coughed, causing the enroute arterial sheath to back up, but not out. The arterial sheath was pushed back with no success. The physician removed the enroute 0.035" j-wire and arterial sheath and closed the arteriotomy. After the micropuncture kit (mpk) was used to perform the second access, an angiogram was performed, which revealed a dissection in the common carotid artery (cca). Per the physician, the dissection likely occurred when the patient coughed. The physician elected convert to carotid endarterectomy (cea). No further complications were reported.